Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high shocking lead impedance measurement greater than 125 ohms. Additional information was received and indicated that the cause of impedance issue was not determined. The patient would continue to be monitored. No intervention has been done at this time. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information was received in (B)(4) 2014 confirming that the out of range measurements were still being observed. The patient was brought in for testing and the physician did not see any measurements greater than 200 ohms. Additionally, there were no recent events, no noise and no interruptions in pacing therapy. An x-ray was taken and compared to the x-ray that was done after implant of this lead. The most recent x-ray showed the proximal end of the proximal coil is stretched out where the implant x-ray is not showing this stretching. The patient is young and active and recently started a new job of lifting heavy rocks and that was around the time they started to see the intermittent out of range shock impedances. A fracture is suspected and a revision procedure is scheduled. However, the caller was inquiring about other troubleshooting that could be performed in an effort to avoid the procedure. A boston scientific technical services consultant testing the shock configuration in the different vectors and perform arm movements, pocket manipulations and stress the system while taking shock impedance measurements to see if can isolate the issue. The consultant also discussed programming options. The caller will discuss the issues and recommendations with this patient¿s physician. The system was subsequently explanted and replaced.

Manufacturer narrative:
(B)(4).